Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. Four (4) actual samples and a photograph of the four samples were received for evaluation. Visual inspection with magnification of the actual samples did not reveal any particulate matter in the samples. However, visual inspection of the photograph revealed particulate matter in the fluid path of all four samples. This pm appeared to be white elongated polymeric appearing particles possibly of acrylonitrile butadiene styrene, consistent with fill port material. The fill port caps were removed and no issue was observed with the connector or cap areas of the actual samples. The reported condition was verified through evaluation of the photographs. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.